Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the actuation and cutting failure of a probe occurred and the output only went up to two thousand five hundred during cataract vitrectomy combination surgery. The condition of aspiration was unknown. The surgery was completed after replacing the product with another probe. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lot complaint history and deviation history review were not reviewed as no lot information was available for this complaint. The customer only returned the probe which was visually inspected and no obvious defects were found. The radio frequency identification (rfid) tags on the probe was tested and there was no response from the black light emitting diode (led) rings on the console. The cut rate displayed the default setting of two thousand five hundred cycles per minute on the console display. A block reader was then used to interrogate the rfid's programmed information, zero results in all blocks indicated the rfid was not programmed during production. This observed issue will result in the customer¿s experience. The root cause of the customer's complaint is related to an error during production, the probe rfid tag was not programmed. It was opened an investigation to evaluate the observed trend, determine root cause, and to take further action as appropriate. Complaints are reviewed and monitored at regular intervals for adverse trends. No further action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).